Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the implantable cardiac monitor (icm) exhibited myopotential over-sensing and sensing noise. No intervention was performed. Patient status was not reported.